Manufacturer narrative:
(B)(4). S/w ver 5.2c, retainer: black customer returned the insulin pump for alleged moisture exposure and cosmetic damage (crack) in the lcd window found (B)(6) 2022. The insulin pump passed the self test and the displacement test. The pump trace and history files were successfully downloaded using thump. The pump was cut open to perform visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: minor scratched lcd window, stained keypad overlay, serial number label peeling, scratched case and pillowing keypad overlay. No crack on the pump noted during physical inspection. Moisture damage is confirmed. Cosmetic damage on the pump is not confirmed however, other cosmetic was found. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had water under its display. Customer stated they heard fluid on shaking the pump. Customer stated they see fluid under the lcd. Customer stated the pump was not dropped. Customer stated there are cracks in the pump. No harm requiring medical intervention was reported. The device was returned for analysis